Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed no evidence of a load step malfunction. There was debris observed in the cartridge compartment causing the pump to sense force and stop the piston at 205 units. The pump was opened and no damage was observed to the internal components of the pump. Unrelated to the initial complaint, the force sensor calibration did not measure within specifications. Also unrelated, the force sensor resistance reading was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.